Manufacturer narrative:
Device analysis conclusion: a section of the guidewire was received at csi for analysis. The distal section of the wire was not returned. Scanning electron microscopy analysis showed evidence of tensile failure. The fracture is likely due to tensile forces applied during manipulation of the guide wire during the procedure. However, the root cause could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire guide wire fractured in the left anterior descending artery (lad). A non-csi wire was also in place in the circumflex [cx] artery. The balloon in use over the non-csi wire could not be advanced past the cx. When the flextip wire was removed, the tip of the viperwire remained in lad. The orbital atherectomy device had not been inserted over the viperwire. A snare was used to retrieve the fragment. The patient was stable.